Event description:
Reportedly, during use on a pt the ventilator suddenly shut down with audible alarm. The pt was ambu bagged and switched to another ventilator. Please note that there is no serious injury in this case.